Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 205.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 205) exhibited a flash memory failure at defective u102 and u105 flash chips on the c/a board, causing a segmentation fault. The monitor was unable to pass detect and treat testing due to the corrupt programming. The root cause for the defective u102 and u105 components could not be positively identified. There was no adverse event that resulted from the damaged monitor.